Event description:
The field application specialist reported the user received questionable sodium results for two patient samples. Of the data provided, the results for one patient sample were discrepant. The initial sodium result was 132 mmol/l and the repeat results were 138 and 137 mmol/l. The erroneous results were not reported outside the laboratory and no patients were affected. The lot number of the sodium electrode was 21594532. The field service representative determined there was liquid leaking from the reagent transfer wash station onto the ise indirect calibrator bottle and he replaced the tube stopper. He also replaced a sample probe due to failed preliminary performance tests. To verify the analyzer operation, he primed the reagent transfer mechanism, ran performance tests and ise precision tests for sodium with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.